Manufacturer narrative:
Product event summary: the full lead was returned and analyzed no anomalies were found. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the lead had low r-waves despite trying several locations. The lead was removed. The physician then asked a new lead to rule out any potential lead issues and the new lead was implanted. No patient complications have been reported as a result of this event.